Event description:
It was reported that the vns patient passed away. It was reported that it is believed that the death was from seizures, but that the patient reported on (B)(6) 2013 that she had been seizure free since vns implant. The physician's office reported that the cause of death was unknown and the relationship to vns therapy is unknown. It was reported that the patient did not have a history of cardiac or respiratory problems. The state vital records will not release a death certificate to device manufacturer. No additional information can be obtained.